Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been rec'd for eval. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a nephrectomy, the device would no longer open. The surgeon could eventually reopen the device to remove it. The site reported oozing of under 200cc. Another device was used to complete the procedure w/o incident. There was no tissue damage and no pt injury. The site was unable to provide more info as to whether the oozing was due to the removal of the device.